Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight days post implant of an implantable cardioverter defibrillator (ICD) system with an absorbable antibacterial envelope the patient presented with bloody secretion around the wound/implant site. Over time the wound presented with more secretion and erosion. The patient was hospitalized due to the surgical wound opening and skin lesions with infection, samples were taken to culture. The ICD and right ventricular (rv) lead were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.